Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, an analysis has not yet been performed. Method code: no testing methods performed. This device is used for therapeutic purposes.

Manufacturer narrative:
Follow-up information indicates the product event occurred while testing and there was no patient involved. Device available for evaluation: november 5, 2014. The product analysis indicates that there was no fault found with the device. The customer¿s complaint could not be confirmed. During pre-repair temperature testing, the device¿s temperature rise stayed well within specifications. At one minute of running, the temperature was 81 degrees f. After five minutes of running, the maximum temperature of the device was 91 degrees f. (B)(4).

Event description:
Follow-up information indicates the product event occurred while testing and there was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The available information indicates that during a procedure the handpiece overheated. Requests for additional information have been made. No response has been received at this time. There was no injury reported as a result of this event.